Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had an error code "+pisces-boot v1.02.00" and it was warming inside the battery compartment. There was no patient involvement.